Event description:
It was reported that "dr (B)(6) performed a 3 level acdf (c4-7) on a female pt, (B)(6), on (B)(6), 2010. We were having challenges with keeping the plate flush while inserting screws. Once all screws were in and final tightening was performed, final x-rays were taken. Plate was flush and all screws were below locking ring on final images. Within 1 month following procedure, one of the bottom screws (fixed angle) had worked its way out of the plate by approx 50%. We revised the pt on (B)(6) 10 by removing defective plate and screws. Dr (B)(6) used a new plate of the same size and 4.5 mm rescue screws at each level."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval. Six screws are also referenced in this complaint. Based on similar events, the plate (cat# 48651339) is assumed to be the primary device to be investigated. Investigation is pending, reportability of the screws will be re-evaluated once it is completed.